Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a pocket decubitus noted and no confirmed infection. The physician supposed that the cause of skin lesion are patient's older age and thinning skin. No intervention was performed to resolve the event and the patient was in stable condition.